Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device without the original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. The actual sample was visually inspected, and no damage or holes were observed. The actual sample was acceptable. In addition, the actual sample was tested in the cycler and during the functional test no leaks or other issues were detected. The test was completed successfully. The reported condition was not confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified, and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient had a hole in their cassette and it caused a fluid leak. Upon follow up, the patient contact stated that the fluid leak came from the tubing of the cassette and it did not come in contact with the cycler. The patient contact stated that the patient was given 1 gram of cefazolin intraperitoneally for 3 days as a precautionary measure by their clinic. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient contact stated that the patient did complete their treatment. The patient contact confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The patient contact confirmed that the liberty cycler set is available to be returned to the manufacturer for physical evaluation.